Event description:
It was reported that an error code 1 (overcurrent) was received during annual preventative maintenance of the generator. No case involvement.

Manufacturer narrative:
The complaint has been confirmed. Based on the analysis results, this complaint is now determined to be a MDR malfunction. The generator's main pcb (printed circuit board) was replaced to correct the error code 1. After servicing, the unit passed all electrical safety and qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.